Event description:
Caller reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 34. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts organized the replacement of the pump with a new unit, advising the caller to revert to multiple daily injections as backup therapy. Storage mode instructions were provided, and the caller was instructed to return the problematic pump using a pre-paid label. The caller understood all instructions and no signature was required for the delivery of the replacement pump.